Event description:
Customer reported experiencing cgm error 42, which had occurred more than three times on the current pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and provided the customer with storage mode instructions, as well as guidance for using the replacement pump. The customer was informed to return the problematic pump within 10 days using the provided return box and pre-paid label.